Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon did not use other instruments to clean the adhered tissues on the harmonic ace instrument. The instrument did not collide with any other instrument or tool. The harmonic ace generated an error to reduce the tip pressure. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection revealed no signs of physical damage. The instrument was tested on an in-house system and successfully passed the recognition and engagement tests. It demonstrated intuitive movement with a full range of motion and opened and closed properly. When connected to an in-house energy generator, the assembly was tightened using a torque wrench until fully secured (indicated by clicking sounds). The instrument also passed the energy recognition test, and the previously reported errors were not observed. The instrument was found to be fully functional with no issues detected. The probable root cause cannot be determined based on the information provided and failure analysis results. Correction(s): d4: lot number: l80241017 0154. H8: was updated to initial use of device. Annex a - device prob desc 1 was updated from a04 - material integrity problem to a0509 - physical resistance/sticking.